Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned without the anchor or suture threads. The insertion device is bent along the shaft, there is corrosion along the shaft and a crack near the distal end of the shaft. A review of the customer provided images finds an intraoperative view of the anchor outside the bone tunnel with suture material attached. Another image shows the proximal end of the insertion device on a towel with other surgical instruments. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a shoulder cuff repair surgery, the osteoraptor anchor came out when tightening. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).